Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a damaged downstream occlusion (dso) seal. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer reported problem. The cause of the reported issue was a defective latch sensor. The latch sensor and dso seal were replaced.

Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.